Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an error message appeared on the screen of the programmer at boot-up. The programmer was attempted to be powered-up using just the power cord, as well as just the battery, and the issue persisted. It was suggested that the programmer be returned for service. No patient complications have been reported as a result of this event.